Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received pump error alarm and power loss alarm. The customer's mother reported that they also reported battery out limit alarm. The customer's mother also reported that they experienced high blood glucose over 600 mg/dl. The customer's mother stated that they were able to bring down the blood glucose to 282 mg/dl then went up again to 450 mg/dl. The customer's mother declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.